Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was on home IV antibiotics, and often it was noted that he had to hold his arm in a certain position for gravity infusion to infuse. PICC would not infuse if arm bent in a certain manner.